Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's prolite mesh product in (B)(6) 2010, when the plaintiff allegedly had a 3 x 6 inch piece of prolite mesh, cut down to 3 x 4 inch, implanted in her. After using a caldera mesh graft to create a pubovaginal sling, the cystocele was reduced using a prolene mesh and reapproximated laterally to the pubocervical fascia. The posterior portions were also fixed to the anterior vaginal epithelium on the inside. This reduced the cystocele adequately. Subsequent to the implantation, on (B)(6) 2011, the patient underwent surgery where an unsuccessful attempt was made to remove the devices. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to manufacturer. Currently in the process of evaluating.